Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned for evaluation. Pending qc evaluation. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results obtained of 474, 510, 543, 405 and 439 mg/dl. Wife stated the results have been high for the past 3-4 days. Wife is concerned customer may be taking too much insulin. The customer¿s expected fasting blood glucose test result range is 150-225 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Wife declined to have the customer perform a back to back blood test during the call. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 02/28/2021 and test strips were opened three weeks ago. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 28-may-2020: updated FDA's method, result, and conclusion codes meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. H10: most likely underlying root cause: mlc-62: user had poor technique.